Event description:
Litigation papers allege the patient has suffered and continues to suffer damages and/or personal injuries. No additional information is available at this time. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. I changed the asr hip to an asr cup and added the head. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.